Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that this phenomenon was caused by the deformation of the electrical contacts inside the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after an unspecified hysteroscopy using the subject device in combination with the light source clv-190, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user completed the intended procedure using the subject device without more than fifteen minutes extension. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections a1 and g2 were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the deformed electrical contact terminal could not be determined. Olympus will continue to monitor field performance for this device.